Event description:
Boston scientific received information that this pacemaker displayed high atrial pacing lead impedance measurements greater than 2,000 ohms. A lead safety switch (lss) was triggered. In bipolar pacing configuration, the out of range pacing lead impedance measurements can be re-created. In unipolar pacing configuration, the diagnostics were stable but were oversensing myopotentials during isometric testing. The patient was in normal sinus rhythm. Additional information received from the field representative indicated that x-ray was performed and the lead had not appeared to move. The lead was suspected to be not fully inserted in the device header. The device was left in unipolar pacing configuration and remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that high pacing thresholds, along with loss of capture (loc) was observed. A revision procedure was performed. Upon opening the device pocket to examine the device header, the physician observed that the right atrial (ra) lead was easily pulled out of the header without loosening the set screw. The ra lead was re-inserted into the header and the set screw was tightened. No adverse patient effects were reported during the procedure. The device and ra lead remain actively implanted.

Manufacturer narrative:
(B)(4). The device will be evaluated in a few weeks. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).